Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints report in the lot number. Add'l info was requested on 02/14/2012 and 02/21/2012 by phone, fax and mail. A completed questionnaire was received on 03/05/2012. (B)(4).

Event description:
A surgeon reported three pts experiencing an unexpected outcome following intraocular lens (iol) implant surgery. In a f/u, the ophthalmic assistant reported the event continues. The lens is in the bag and there were no capsular opacification noted. There were no medical or surgical interventions performed to treat the event. There are three medical device reports associated with this event. This report is for the second pt.